Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated and the complaint is not confirmed. The meter turned on with button press and strip insertion. This is a final report.

Event description:
Customer reported that on (B)(6) 2010 her freestyle freedom lite blood glucose meter turned off after she applied a sample to the test strip. She further reported subsequently experiencing a seizure and a loss of consciousness which resulted in her hitting her head. Paramedics were called and transported her to a local healthcare facility. At the healthcare facility an intravenous infusion of unknown type was administered, but no diagnosis was reportedly given. It is unknown if any additional treatment was provided. There was no report of death or permanent injury associated with this event.